Manufacturer narrative:
(B)(4). Post marketing vigilance led an evaluation of one device display box. Opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned product packaging. No visual or functional testing was performed because the device was not returned. Visual testing of the returned product packaging confirmed the product packaging met quality release specifications that were tested regarding the reported condition. A review of the device history record indicates this lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap hiatal hernia reduction, a portion of the needle broke off and was retained in the patient's tissue.